Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/3/2025, it was reported by a sales representative via (B)(4) that an ar-8925t syndesmosis tightrope xp button would not deploy from the driver. Everything was removed, and the case was completed using another anchor. This was discovered during an ankle fracture procedure on (B)(6) 2025.

Event description:
Additional information received on 2/11/2025: the case was completed using another ar-8925t syndesmosis tightrope xp button. The case was delayed about ten minutes without additional anesthesia.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.